Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low speed events; however, evaluation of the returned portion of the driveline from (B)(6) did not confirm an issue that would have contributed to the reported events. Additionally, evaluation of the submitted x-ray image revealed no evidence of wire compromise. Although a specific cause for the low-speed events could not be conclusively determined during this evaluation, based on previous complaint history, the low-speed events captured in the submitted log files appeared consistent with potential driveline wire compromise. Furthermore, evaluation of the returned portion of the driveline confirmed damage to the outer jacket. The submitted log files collectively contained events from (B)(6)2024, per the timestamps. Low speed events were captured on (B)(6)2024 while the patient was supported by the power module. These events were associated with low-speed operation alarms. Following the low-speed events, the pump ramped back up to its speed without issue. No other notable events or alarms were observed. Review of the submitted x-ray image captured the entire portion of the internal driveline and a portion of the external driveline near the exit site. No evidence of driveline wire compromise was observed via the submitted x-ray images. Review of the submitted photograph revealed a layer to tape over a portion of the outer jacket near the controller connector. However, the damage could not be visualized or confirmed based on the submitted photograph. A distal-end driveline replacement was performed on (B)(6) 2024 and approximately 20¿ of the distal-end of the driveline was returned for evaluation. It was noted that following the procedure, the patient remained on the ungrounded patient cable. A distal end of the driveline was returned following the external driveline repair, measuring approximately 20¿ from the controller connector. Layers of tape were applied on the outer jacket from approximately (~) 1¿ ¿ 7¿ from the controller connector. Upon removal of the tape, damage to the outer jacket was observed from ~ 2¿ ¿ 3.5¿ and ~ 5¿ ¿ 6.5¿ from the controller connector. The bionate layer appeared unremarkable. The driveline was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline portions were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. The IFU addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). The IFU and the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents also instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook and the IFU provide information on system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital for a reason unrelated to this issue, and log files were sent for routine review. Log file review revealed a low speed of 4000 rotations per minute (rpm) on (B)(6) 2024 between 09:06 and 22:57 on a heartmate 2 while the low-speed limit was set to 8400 rpm. Power elevations were also observed. The low-speed alarms did not occur while the patient was on battery power and only occurred while connected to a power module. Log file review also noted one no external power event on (B)(6) 2024 which occurred while power sources were being switched. The log file ended with the driveline being disconnected. Later in the day on (B)(6) 2024, more low speed alarms occurred despite exchanging the system controller. An x-ray of the driveline was obtained that showed no obvious signs of driveline fracture. The patient's driveline had cosmetic damage close to the system controller. Rescue tape was applied at the bend relief near the system controller connector. The patient had no low-speed alarms for the next few days but had them again on (B)(6) 2024 at 08:00 while they were in bed sleeping. The patient was then placed on an ungrounded patient cable. Further information was communicated that the issue was most likely short to shield, and a driveline repair was to be completed. On (B)(6) 2024, technical service was on site and performed a driveline repair. The patient would remain on the ungrounded patient cable until analysis is completed.

Manufacturer narrative:
D9- percutaneous lead returned only. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.